Manufacturer narrative:
Additional information was added to b5 and f10/h6: component codes. B5: during follow up, it was clarified that there was a separation between the main body and female connector of the minicap transfer set; further described as the light blue part of the transfer set was disconnected from the dark blue part at the end of the transfer set. The event occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation issue with a minicap transfer set; further described as "part of the transfer set disconnected from the rest of the transfer set." This occurred during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.